Event description:
She was not able to connect to the first connector for dialysis.the patient could connect to the second connector.there was no report of an injury.the patient has thrown the sample away.